Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 through the original incision, due to excessive vaulting. Subsequently, the patient experienced elevated intraocular pressure (iop), narrowing of the angle and shallowing of the anterior chamber. The patient was administered medication and drops to control the intraocular pressure. The pressure was controlled but remained high, and the surgeon decided to explant the lens. The lens was not exchanged for a 2nd icl lens due to the pressure was still high, but the patient is scheduled to have another icl implanted. Sutures were not required. The surgeon felt the cause of the event was due to the patient's anatomy and was not product related.

Manufacturer narrative:
The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. (B)(4).

Manufacturer narrative:
(B)(4) - intraocular pressure rise; (incision enlarged); (vaulting), unlabeled 1583 - size incorrect for patient; evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found pieces of one haptic torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, the cause of the event was determined to be due to the patient's anatomy and was not product related. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl was explanted two weeks postoperatively to address excessive vaulting and subsequent elevated iop. Before lens explantation patient was prescribed medications to lower iop but the therapy was not enough to keep it in the normal range, so the surgeon decided to perform secondary surgically intervention (icl removal). Additional surgery was planned for implantation of a shorter icl. According to the surgeon`s report, dated on (B)(6) 2014, the most likely cause of the event was patient anatomy issue (shallow anterior chamber) combined with calculation error, and therefore not lens related in origin. The literature reports that persistent rise in iop is frequently associated with inadequate preoperative iridotomies and/or excessive icl vault usually due to an overestimation of icl size. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the most likely cause of the event was patient anatomy issue (shallow anterior chamber) combined with calculation error, and therefore not lens related in origin. (B)(4).